Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "Incident date/time: 11 feb, 1546hours medication: IV doxorubicin. Nurse reported the therapy ended earlier than expected. Based on the extracted history logs there was no discrepancy or abnormalities found. The therapy was completed as per parameters set by nurse. IV therapy started with parameters of 300ml vtbi at rate of 14ml/hr. Multiple instances of air bubble alarm followed by purges. In the history, noticed new vtbi was reset @ 0757hours and 1745hours to 10ml and 30ml respectively, but rate unchanged. Physical used tubing was not available for further investigation. As confirmed with nurse, no further complication reported after the event. Patient's condition not affected. Functional technical check was carried out for (B)(4) within product specification, service report was issued and endorsed by nuh bme."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The pump was switched on and a space line neutrapur was insersted. The infusion was started with a rate of 14ml/h and a volume of 300ml. During the infusion the air alarm could be found, several times. After the air alarms the line was purged. At the end of the infusion, the volume was changed to 30ml and 10ml. No other abnormalities were found. The complaint could not be confirmed.